Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the radial artery. An unknown promus element plus stent was deployed. When going up the brachial artery, it came off of the delivery system. The physician was able to ¿drag¿ the loose stent with the balloon system down into the radial artery and then it required a cut down of the radial artery to remove the loose stent. This was reported in an incident report.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).